Event description:
Approx one month after beginning therapy with this model of pump (pt had used another model about 5 yrs). Pt experienced acute diabetic ketoacidosis with thrombotic complications. One month later, using a replacement pump, pt experienced another episode of diabetic ketoacidosis. Suspect, although cannot prove, the dka was due to pump malfunction.